Manufacturer narrative:
The complainant did not return the product, data logs, or patient imaging for analysis. Without the product a root cause of the limb ischemia can not be determined. Though, patient condition, specifically small diameter vessels and levophed (a vasoconstrictor) could have contributed to the ischemia. The failure mode will be monitored and trended.

Event description:
The patient was admitted for a high risk coronary angioplasty (hrpci) and for hemodynamic support during the angioplasty procedure, had an impella 2.5 placed. The medical team knew that the patient's vasculature was not of a size to accommodate the 13fr introducer and pump, though it was placed despite this observation. The access site limb was noted to have signs of limb ischemia. The ischemia was observed while in the ICU. The team chose to explant the impella pump. The pump had been supporting the patient for only 8 hours. The limb did recover pulses and the coolness dissipated. There was no further intervention done to the limb, other than impella explant.